Manufacturer narrative:
The reported events of device in backup-mode and extra cardiac stimulation could not be confirmed. The pacer was received in normal working condition with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality. The product code was reloaded in the field and no device image or session records were provided. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for to the emergency department after a tingling sensation was felt in their arm. An interrogation of the pulse generator revealed that the device was in backup operation. The device was successfully recovered via programming. However, the device was an advisory product and the physician elected to explant and replace the device. The patient was stable before, during, and after the procedure.